Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different size non-bsc balloon catheter. There were no patient complications nor injuries reported.